Event description:
It was reported that the patient was hospitalized for Diabetic Ketoacidosis (DKA) and scar tissues on an unspecified date. The patient¿s blood glucose levels were not reported, and the duration of Pod wear is unknown. Details regarding symptoms and treatment were not provided. The patient currently remains hospitalized. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 4.0.2,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.